Event description:
It was reported that the customer's insulin pump gave a motor error alarm during normal use. Troubleshooting was performed, and found that the drive support cap was protruding. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Motor error alarmed during rewind due to corrosion on motor home switch. No moisture damage found on electronic assembly. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.